Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an explant procedure. During the procedure, the implantable cardiac monitor's header got detached. The implantable cardiac monitor was explanted. Patient was stable.